Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA alleging her one touch ultramini meter doesn't turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged power issue first occurred approximately one to two weeks prior to contacting lfs, at an unspecified time. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin 1000 mg and glipizide 50 mg). The patient did not specify whether she made any changes to her normal diabetes management regimen as a result of the alleged power issue. At an unspecified date and time, after the alleged product issue occurred, the patient developed symptoms of ¿sweating and shaking¿. It was not reported if the patient received any treatment for the symptoms. At the time of troubleshooting, the customer service representative (csr) confirmed that the subject meter was not being used for the first time and there was no indication of misuse to the device. The patient used the correct test strips. However, the csr also noted that inserting the test strips as well as pushing the power button did turn the subject meter on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.